Event description:
The customer reported that during ECMO, the rotaflow unit stopped. The console displayed a "art stop" message and the user was unable to correct the stop. The unit was then removed from use. The rotaflow unit was teated at the service site and the error was duplicated. It would not run in art mode and always displayed, stop. No patient injury or death reported. (B)(4).